Manufacturer narrative:
The patient did not seek medical services for the event. The event did not delay the treatment or progress of the patient. The patient's treatment area is normally prepped with alcohol. In this event, the clinician could not confirm patient prep. The treatment electrodes are stored in the original packaging. The treatment electrodes are replaced when the electrodes hydration, "stickiness", is gone. The electrode size was 2x2 inch.

Event description:
The patient received a skin irritation during an electrotherapy treatment for an acl injury. The irritation was under one of the treatment electrodes. The clinician reported the irritation as a red mark that did not burn or blister. The clinician configured and applied the interferential electrotherapy to the patient. The settings of the waveform were not reported. The clinician did not specify the output intensity. During the treatment, the patient expressed discomfort. The clinician terminated the treatment. The clinician examined the treatment area and noted the irritation. Ice was applied to the treatment area. Patient 1 of 2.

Manufacturer narrative:
The patient did not seek medical services for the event. The event did not delay the treatment of progress of the patient. The patient's treatment area is normally prepped with alcohol. In this event the clinician could not confirm patient prep. The treatment electrodes are stored in the original packaging. The treatment electrodes are replaced when the electrodes hydration, "stickiness", is gone. The electrode size was 2x2 inch. A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.

Event description:
The patient received a skin blister during an electrotherapy treatment for an knee replacement. The blister was under one of the treatment electrodes. The clinician did not report the skin blister in relation to a degree of burn. The clinician configured and applied the interferential electrotherapy to the patient. The settings of the waveform were not reported. The clinician did not specify the output intensity. During the treatment, the patient expressed discomfort. The clinician terminated the treatment. The clinician examined the treatment area and noted the blister. Ice was applied to the treatment area. Patient 2 of 2.